Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and after inserting the vizigo sheath, the qdot micro catheter was inserted in the sheath. When negative pressure was applied, air was drawn in. It occurred ten minutes after insertion into the patient¿s body. The vizigo sheath was replaced with a new one. No adverse patient consequence was reported. Additional information was received which indicated that air was observed in the side port. Air was not introduced into the patient. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. No needle product was used with the vizigo sheath.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and after inserting the vizigo sheath, the qdot micro catheter was inserted in the sheath. When negative pressure was applied, air was drawn in. It occurred ten minutes after insertion into the patient¿s body. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and backpressure test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications. No bubble or water leakage issues were observed. A picture was sent by the customer showing the component from where the water leakage was observed during procedure; however, no water leakage was observed during testing. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. Therefore, section d9 has been populated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).